Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. The most likely underlying root cause of this malfunction was identified as a strip issue. Additional product codes added.

Event description:
Customer complains of lo results. Customer states she felt a little light headed but is not sure what symptoms she should feel if her glucose was low or high. She denies the need for medical attention. The customer's expected blood results are 80-100mg/dl fasting. Verified the strips expire 4/30/2018. Customer confirms the strips are stored in properly and were first opened in (B)(6) 2015. Customer performed back to back blood test lo and lo fasting. Reviewed meter memory lomg/dl, (B)(6) 2015 09:06:00 am fasting: yes. Lo mg/dl, (B)(6) 2015 08:56:00 am fasting: yes. Lomg/dl, (B)(6) 2015 08:44:00 am fasting: yes. Lomg/dl, (B)(6) 2015 12:00:00 am fasting: yes. Lomg/dl, (B)(6) 2015 12:14:00 pm fasting: yes. Customers concern:lo customer believed her results were inconsistent because her expected glucose range is always between 80mg/dl and 120mg/dl. Customer stated she felt a little light headed but not sure what symptoms she should feel if her glucose was low or high. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of lo results. Customer states she felt a little light headed but is not sure what symptoms she should feel if her glucose was low or high. She denies the need for medical attention. The customer's expected blood results are 80-100mg/dl fasting. Verified the strips expire 4/30/2018. Customer confirms the strips are stored in properly and were first opened in 09/05/2015. Customer performed back to back blood test lo and lo fasting. Reviewed meter memory lomg/dl, (B)(6) 2015 09:06:00 am, fasting:yes, lo mg/dl, (B)(6) 2015 08:56:00 am, fasting:yes, lomg/dl, (B)(6) 2015 08:44:00 am, fasting:yes, lomg/dl, (B)(6) 2015 12:00:00 am, fasting:yes; lomg/dl, (B)(6) 2015, 12:14:00 pm, fasting:yes. Customers concern: lo. Customer believed her results were inconsistent because her expected glucose range is always between 80mg/dl and 120mg/dl. Customer stated she felt a little light headed but not sure what symptoms she should feel if her glucose was low or high. No adverse event reported.